Event description:
The ge oec 9600 fluoroscopy system would not activate the cine function.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. User unfamiliar with system operation. Also found defective interconnect cable that was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. Customer is a medical device manufacturer. System used in research facility. No pt injury or harm was reported as a result of the noted malfunction.